Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing (B)(6). Electrode belt sn (B)(4) was returned to zmc and evaluation is currently underway. The evaluation of the monitor and electrode belt included review of downloaded software flag files (attached) on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. The evaluation of the monitor included incoming functionality testing with a test electrode belt. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. Device manufacture date: monitor sn (B)(4): 10/23/2015 reuse, electrode belt sn (B)(4): 08/29/2012 reuse. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock was lack of response button use (patient error). The patient reportedly had hearing and dexterity disabilities. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was multiple counting of tall t-waves. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with (B)(4) performance requirements for sensitivity and specificity. (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was at a nursing facility, conscious, and working with physical therapy at the time of the event. Multiple counting of tall t-waves contributed to the false detection. The response buttons were not pressed during the treatment event. The patient reportedly had hearing and dexterity disabilities. The patient reported receiving a burn from the treatment shock. The patient reported that the burn was never open and the patient did not receive medical attention for the burn. Follow-up indicated that the burn had completed healed. The patient did not seek medical attention and continued to wear the lifevest. There was no death or device malfunction associated with the inappropriate defibrillation event.

Manufacturer narrative:
There was no death associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation of the monitor and electrode belt included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. The evaluation of the monitor included incoming functionality testing with a test electrode belt. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to properly communicate with a monitor. The cause for the failure was isolated to shorted esd700 diode array on the distribution node pca. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the eds700 diode array on the distribution node pca. An internal corrective action has been issued to investigate ingress of conductive gel into the therapy electrodes. There is no indication the device electrode belt caused or contributed to the inappropriate treatment. ************************************************************** device manufacture date: monitor sn (B)(4): 10/23/2015 reuse. Electrode belt sn (B)(4): 08/29/2012 reuse additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips . The primary cause of the inappropriate shock was lack of response button use (patient error). The patient reportedly had hearing and dexterity disabilities. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was multiple counting of tall t-waves. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was at a nursing facility, conscious, and working with physical therapy at the time of the event. Multiple counting of tall t-waves contributed to the false detection. The response buttons were not pressed during the treatment event. The patient reportedly had hearing and dexterity disabilities. The patient reported receiving a burn from the treatment shock. The patient reported that the burn was never open and the patient did not receive medical attention for the burn. Follow-up indicated that the burn had completed healed. The patient did not seek medical attention and continued to wear the lifevest. There was no death or device malfunction associated with the inappropriate defibrillation event.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. Electrode belt sn (B)(4) was returned to zmc and evaluation is currently underway. The evaluation of the monitor and electrode belt included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. The evaluation of the monitor included incoming functionality testing with a test electrode belt. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. Device manufacture date: monitor sn (B)(4): 10/23/2015 reuse. Electrode belt sn (B)(4): 08/29/2012 reuse. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was multiple counting of tall t-waves. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was at a nursing facility, conscious, and working with physical therapy at the time of the event. Multiple counting of tall t-waves contributed to the false detection. The response buttons were not pressed during the treatment event. The patient did not seek medical attention and continued to wear the lifevest. There was no death or device malfunction associated with the inappropriate defibrillation event.